Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cricopharyngeal myotomy user converted to the open part of the surgery. The nim machine was connected to the patient in the beginning of the case in stim one section. Once prepped and draped user connected the probe to the relevant plug. Electrode tap test done at start of case and audio mechanical response noted. Also visualised electrodes/tube placement with cmac. During surgery when the surgeons went to use the probe there was no feedback from the machine. The waveform stayed flat and no tone heard but when stimulating the facial nerve probes there was feed back. There was no error codes displayed. User checked the connections that they were all plugged in, yet still no sound. User opened another probe to be sure that it was not the original one opened at the beginning. Again, the second probe gave us the same results. User then tried plugging in all the leads into stim 2 and activating it on the machine to check if there was an issue with stim 1. Sadly, there was still no feedback from the machine when che cking on the patient. The nerve was identified. Muscle relaxant was given at the beginning of the case which was 1-2 hours before the nim probe was used and stated that it would have worn off by the time they tried stimulating tissue. User administered a tiva anaesthetic and sux was used to paralyse the patient. User tried to get access to another nim but unavailable so carried on with case. The case was completed without the nim probe being used. Also noted at end of case subdermal needles (green/white) still intact. When discussing with the surgeons they said that this was not the first time that the machine has not 'worked'. Stating that it plays up with false negatives and sometimes does not give feedback when using the probe. There was no known patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that there was no patient impact. User does not suspect any issue with emg tube.